Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer found that the part of the sensor that was supposed to insert into the skin was missing. The line was disconnected and the user was not able to be reconnected via telephone.